Event description:
It was reported that pump experienced malfunction with code displayed and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was not near charger and contacted support, and technical support provided pump reset instructions so customer could reset pump.